Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿textured implants + capsular contracture", baker grade not specified. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell on posterior, red particles in the shell and gel, underweight. A visual and micro analysis was performed which identified: sharp broken, crease fold, missing shell (0-25%) and missing orientation dot (75-100%). Base on the device analysis the final assessment is: -a sharp broken on posterior assessed as an unidentified (tear) opening. -missing shell and orientation dot assessed as an inconclusive. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported rupture.